Event description:
It was reported that after spiking sodium chloride bags with an unspecified quantity of clearlink system continu-flo solution sets, a small spec of plastic was observed in the bags. The sodium chloride bags were checked prior to spiking with the tubing and the bags were clear. This issue was identified in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.